Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. It was confirmed that the needle mechanism failed to activate due to a manufacturing defect (excess adhesive). This was the likely problem that caused the reported event. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Caller believes pod was not delivering insulin because of high b/g results. Caller removed pod and took an injection bolus and activated a new pod. Reviewed callers b/g history and settings for in 2007: 7:25am....122, 9:24am....234 bolus of 3.0u with breakfast, 12:44pm.....272, 7:25pm....122 bolus of 7.0u plus 50 carbs, 9:24pm.....234 bolus of 3.0u. On (4/16) 4:30a.m., caller removed pod, took a bolus by injection and activated a new pod. No further problems were reported. The device is being returned for evaluation.